Event description:
It was reported that an automated peritoneal dialysis device experienced an unknown alarm. This occurred during priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unopened sample was received and functional testing was performed with no abnormalities observed. The evaluation did not verify the reported issue. Should additional relevant information become available, a supplemental report will be submitted.